Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to ketoacidosis with the unknown blood glucose and unknown date. The customer was not allowed to go home yet unless she has a new meter. The troubleshooting was not mentioned. It was unknown if the auto mode was active or not. The insulin pump will not be returned for analysis.